Event description:
It was reported that the patient was admitted for a femoral incision debridement. The patient was noted to have an elevated white blood cell (wbc) count. The infection site was identified and the patient was being treated with antibiotics. Nausea and vomiting were also noted. The patient was treated with an antiemetic, volume replacement, albumin and hypertensives. The patient had low flow alarms but always in the setting of elevated blood pressure. The patients mean arterial pressure (map) had a doppler between 75-95. Renal function was also worsening. Serum creatinine rose to 2.2 from 1.7 - possibly due to contrast. The patient was given hydralazine 25 mg orally as needed when map was greater than 85. Log file review captured a short period of intermittent low flow events on (B)(6) 2022 from 11:47 to 13:11; (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The low flow events were in the presence of elevated pulsatility index (pi) values and appeared to be patient related. A speed change from 5400 rotations per minute (rpm) to 5800 rpm was done on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported hypertension, renal dysfunction, nausea, and vomiting could not be conclusively determined through this investigation. Furthermore, a specific cause for the reported infection could not be determined. The submitted controller event log file captured transient low flow alarms on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. Of note, pulsatility index (pi) values were elevated during the observed low flow events. The file was otherwise unremarkable, and the system appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection, renal dysfunction, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. This handbook also contains information about preventing infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.